Manufacturer narrative:
The pump was received with a critical error and a pump error 35 was found in the formatted history file due to a corroded electronic assembly. Unable to verify the pump error alarms due to the critical pump error. The motor assembly was received corroded. The pump failed the leak test. The pump leaked at a crack on the back of the pump. The pump was received with a cracked case on the back at the battery tube area and battery tube threads. The pump was received with minor scratches on the lcd window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer went into the pool today and received a critical pump error for a broken force sensor that was detected during seating or regular delivery. Customer stated that the pump went into the water. Customer stated that they were not able to rewind the pump. Customer was advised that the pump requires replacement and to discontinue use of the pump. Customer was advised to revert to a back-up plan. Customer confirmed that the pump was not dropped or damaged. Customer confirmed that the pump does not have any signs of water exposure inside the compartment or behind the screen.